Manufacturer narrative:
A system checkout was not performed since the reported issue was resolved with a reboot of the system. A software analysis was initiated to confirm the product and version of software on the imaging system. However, a probable cause was unable to be determined from that evaluation. The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) (B)(4). This event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro: location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that each time the site took an hd spin and the imaging system was displaying the 3d reconstruction status bar, the system stopped updating and then displayed an error message saying that the system encountered an error and asking if the user wanted to send an error report and restart the application. The site chose to restart the application both times and the spin was not saved. The radiologic technologist (rt) said he stopped pressing the handswitch after the system stopped beeping and before the progress bars appeared on the screen. The rt restarted both the mobile view station (mvs) and the image acquisition system (ias), took a 3d spin and held the handswitch through the 3d reconstruction and transfer progress bars. The spin and image transfer were successful. The surgery was completed with a surgical delay of 20 minutes. There was no further reported impact to the patient.